Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "at the end of the catheter implantation, the peel away introducer smartseal did not peel away, and it was necessary to cut it with scissors and a scalpel in order to remove it. There was no patient injury or consequence."

Manufacturer narrative:
Qn# (B)(4). The customer report of the peel-away sheath not tearing correctly was confirmed through investigation of the returned sheath. The customer returned one peel away sheath from a chronic hemodialysis kit for evaluation. Visual inspection revealed the sheath torn very unevenly and with apparent struggle. One of the tabs was broken off before reaching the distal end of the sheath. A device history record review was performed and there were no relevant findings. Based on the customer report and the returned sample, the most likely root cause is a supplier defect. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "at the end of the catheter implantation, the peel away introducer smartseal did not peel away, and it was necessary to cut it with scissors and a scalpel in order to remove it. There was no patient injury or consequence."